Manufacturer narrative:
(B)(4). PMA/510(k) number = k133114. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a left lower extremity angiogram with arteriovenous fistula (avf) embolization, the micropuncture transitionless stiffened cannula access set separated from the hub; therefore, was not used. The procedure was successfully completed using another micropuncture transitionless stiffened cannula access set. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the outer catheter detached from the hub at the proximal end of the device. Significant stretching of the separated outer catheter was noted. A kink was also noted a distance of 6.9 cm form the distal tip of the outer catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.